Manufacturer narrative:
Replacement options were provided to the customer. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week. This report is considered complete and this particular issue closed. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device has valve damage. There was no patient harm reported. The valve stem had come out of the seam, and the vac pac had been hooked to continuous suction while in use. The vac pac was purchased more than four years ago and has since been destroyed at the facility.